Event description:
The needle was placed in vein, blood return, and then advanced the wire guide. Upon the removal of the needle, then wire guide seemed to be caught. The wire subsequently unravelled and upon removal, a portion of the separated wire was still in the pt's arm. They dissected the wire out of the arm and the pt is doing well.